Manufacturer narrative:
The pump passed the displacement test, self-test, off no power test, unexpected restart error test. The pump alarmed for motor error during basic occlusion test due to slightly loose and tilted drive support disk. The compromised force sensor system alarm was unable to be verified due to motor error alarms. The pump was unable to perform occlusion, prime, excessive no delivery tests due to motor error alarms. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 90mg/dl. The customer states insulin was squirting out during manual prime. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.